Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The caregiver alleged the patient had cancer and expired while using the device. The patient reported using an ozone based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.